Event description:
Customer attempted to test on the aviva meter, but obtained an error message and had a subsequent hypoglycemic incident. Customer became disoriented at 1100 while in the shower and paramedics were called. Paramedics tested the customer at 20 mg/dl on their meter. Customer was treated by the paramedics with a glucose injection and juice. Customer was unable to self-treat. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.